Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient experienced symptoms of headache and nausea due to a csf leak during the trial procedure. The patient was given a blood patch and one of the implanted leads was explanted. Follow up report indicated that the patient has recovered without sequelae.